Event description:
Review of the surgeons database report shows a pt involved in an accident after having an implanted im nail to repair a fracture, in which the implanted nail was bent as a result of the accident. The surgeon had to do an exchange nail procedure to replace the bent nail and repair the f/x site. Review of the pt x-rays confirms the surgeon report. Cause: pt involved in an accident which bent his implanted im nail. No indication of product defect.